Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose motor support disk. The motor was tested outside of the device, and it passed. Unable to conduct further functional testing due to the motor error alarms. The insulin pump was received with a missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed motor error during an infusion set change. The customer had been experiencing high blood glucose levels for the past couple of days. The customer reported blood glucose levels over 600 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.